Manufacturer narrative:
The company rep verified the entries in the fault log. He replaced the suspected drive manifold assembly ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the customer observed that upon initial power up of the iabp, they received an "electrical test failure code #58 (power-up vent test failed). No pt was involved.